Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and observed that the receiver's plastic window is cracked. The data log could not be retrieved and functional testing could not be performed because the receiver would continuously re-initialized. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.